Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient went to a cardiac rehabilitation for a visit and sought medical assistance at the emergency roo because the patient's bg was high (281 mg/dl). The patient felt thirsty and tired while the cgm was low. The patient proceeded with rehabilitation. A bg was tested again and it was confirmed high at 692 mg/dl. The patient was treated with IV fluids (normal saline) and blood pressure medicine. The patient stayed in the ER for 7 hours before being sent home. At the time of the report, the patient was in normal condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.